Manufacturer narrative:
Age at time of event: patient around (B)(6). Device evaluated by manufacturer. Returned product consisted of an innova self-expanding stent system with a 6f terumo sheath. The outer sheath, tip, inner sheath and the remainder of the device were checked for damage. Visual examination revealed that the stent is stuck partially inside the sheath. The stent was stretched/deformed. There was a kink to the outer sheath at the nosecone. There were multiple buckles to the outer sheath. The distal end of the middle sheath was damaged. Microscopic examination revealed damage to the tip. Inspection of the remainder of the device, revealed no other damage or irregularities.

Event description:
It was reported that the stent prematurely deployed. A 7x100x130 innova self-expanding stent was selected for a procedure in the left superficial femoral artery (sfa). The physician tried to advance the stent through the sheath in a pedal approach to the sfa. When attempted to push through the anatomy, it would not advance. The stent was pulled back and the stent deployed in the sheath. The sheath and stent were both removed from the patient successfully. The procedure was completed using a new sheath and a balloon. No patient complications were reported.